Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had motor error. The customer also stated that the insulin pump rejected new battery and the insulin pump rewind louder. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No motor error alarm, low battery alarm, failed battery test or rewind grinding noise anomaly noted during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device back light function properly and no anomaly noted.(B)(4).